Event description:
Dealer reported that the mounting hardware between each link of the one-arm drive on a trsx5 wheelchair is worn, it has a lot of play in it. The outer rim is out of rotation to where it's catching the end user's finger when it rotates.